Manufacturer narrative:
B3: event date reported as 05/2025 h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During functional testing, the reported problem "infused to quickly patient involved no harm" was not reproduced. Evaluation performed the preventative maintenance test of flow rate accuracy per installation and maintenance manual with the following results: rate: 25ml/hr, volume to be infused: 25ml, results: 24.280g (passing criteria 23.75g-26.25g). Flow rate accuracy had passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed to ensure intended functionality of device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion too quickly than it was programmed occurred during delivery in hospital. Heparin drip infused within 1.5 hours while the pump data indicated only 40cc was infused and it was device malfunction the device did not do what it was supposed to do. There was no report of patient injury or medical intervention associated with this event. No additional information is available.